Event description:
It was reported that during the procedure, the fiber emitted very low light and did not have enough strength to fracture the test calculation. The procedure was completed using another of the same device. There were no patient complications reported. Analysis of the returned device identified a fractured connector.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection revealed that no defects were observed on the fiber. Microscopic inspection showed that the fiber tip was clipped. There was no light exiting the connector face, indicating an internal fracture. Burn marks were also observed. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat, causing the burn marks observed. Functional testing was performed, and the console displayed the message: applicator has been used 0 times. No aiming beam was also found. The device history record (DHR) review confirmed that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed and states: carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. A risk review performed for the lighttrail reusable laser fiber confirmed that the event of beam diminished vaporization and fiber break is known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, a conclusion code assigned of cause traced to component failure was assigned to this investigation which indicates expected or random component failure without any design or manufacturing issue.